Event description:
Per information provided: (B)(6) 2006 ¿ patient was diagnosed with incarcerated epigastric hernia thereby underwent open repair with implant of composix mesh (device #1). Per operative notes, "the hernia was identified. A small patch of composix mesh (device #1) was placed and sutured." (B)(6) 2013 ¿ patient was diagnosed with ventral hernia and pain thereby underwent open repair with removal of mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, ¿the previous composix mesh (device #1) was balled up and pulled away from the wound which caused pain. The previously placed mesh (device #1) was removed. The ventrio st mesh (device#2) was placed and covered all the areas.¿ (B)(6) 2019 ¿ patient was diagnosed with abdominal pain thereby underwent laparoscopic repair with removal of ventrio st mesh (device #2). Per operative notes, ¿the mesh was adhered to the abdominal wall in the area that caused pain. The ventrio st mesh (device #2) was folded slightly and densely incorporated was removed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. This emdr was submitted to represent the bard/davol ventrio st (device #2). Additional supplemental emdr represents the bard/davol mesh - composix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.